Event description:
Reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2024, it was reported that the patient faced that introducer needle was hard to remove and it was still in body for two hours. The patient also reported that did not receive medical treatment because of needle fracturing while in the body. No further information available.

Manufacturer narrative:
(B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.